Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with moderate calcification. The ht command 18 guidewire was advanced through the diagnostic catheter to access the artery and was used; however, the sheathing of the wire peeled off. Another non-abbott guidewire was used to complete the procedure. There is the potential that the coating remain in the patient. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date of event- (B)(6) 2023.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported peeled/delaminated core was unable to be confirmed; however, it is possible that the polymer damage noted during return analysis was the damage being reported. The reported material separation (polymer) was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the peeled / delaminated (core) and material separation (polymer) appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
Subsequent to the initially filed report, the account stated that during used the sheathing of the wire peeled off and was removed as a single unit with the catheter. No additional information was provided.